Event description:
It was reported that the lead had a high threshold since approximately four months post implant. At the recent check the threshold was at 1.25 volts at 0.64 milliseconds. It was noted that the impedance was stable around 500 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) implantable pulse generator 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited rising thresholds and varying and rising impedance.